Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the neurostimulator was not comfortable to sit on, and that it felt like she was sitting on a deck of cards. The patient had the stimulator removed (B)(6) 2006 when the patient started pump therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.